Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed that the pacemaker switched into autocapture mode. It was noted that the device exhibited inappropriate automatic mode switch, loss of capture, and incorrect measurement of capture thresholds. The patient also experienced atrial fibrillation (af). It was suspected that the af was caused by overpacing. No device intervention was performed. The patient had no consequences.